Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the fantail and the silicone was damaged on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced near the fantail and the silicone was damaged on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed encroachment of non-conductive epoxy on the kovar tab. The reported complaint of intermittent lock was confirmed during the analysis of this device. Elevated resistance was measured across the kovar tab, which is believed to be related to the loss of lock. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.